Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer's adc freestyle libre sensor provided unspecified lower readings when compared to unspecified readings obtained on another adc device. Customer did not experience symptoms but was seen at a hospital where a reading of 505 mg/dl was obtained on the hospital device and compared to a sensor scan result of 'lo' (reading less than 40 mg/dl). Customer was diagnosed with hyperglycemia and treated with humalog insulin and intravenous fluids. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. A sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.there is a correction on section a4 based on the case summary.

Event description:
The caller reported the customer's adc freestyle libre sensor provided unspecified lower readings when compared to unspecified readings obtained on another adc device. Customer did not experience symptoms but was seen at a hospital where a reading of 505 mg/dl was obtained on the hospital device and compared to a sensor scan result of 'lo' (reading less than 40 mg/dl). The customer was diagnosed with hyperglycemia and treated with humalog insulin and intravenous fluids. There was no report of death or permanent impairment associated with this event.